Event description:
It was reported to philips that the system's fan tray was defective, which can impact the system booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.